Manufacturer narrative:
Initial.

Event description:
It was reported that the patient contacted support to change the ilet system¿s cgm target to a higher setting due to fluctuating blood glucose with episodes of hyperglycemia and hypoglycemia; the agent assisted with the target change and offered clinical review, which the patient declined. Symptoms included hyperglycemia and hypoglycemia. Outcomes included insufficient information regarding clinical impact. Investigation included communication with the patient and analysis of the information provided. Investigation of this case revealed no findings available and insufficient information to identify a medical device problem or a device component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.